Manufacturer narrative:
The reported complaint of inability to interrogate was confirmed. As received the device had no telemetry and no output. The device was cut open and manual measurement was performed. High current from the hybrid was noted during electrical testing. An anomalous integrated circuit (ic) on the hybrid was found to be the cause of the high current drain.

Event description:
It was reported that prior to a procedure, the device was unable to be interrogated while still in the packaging. The device was not used and another device was implanted. The patient was in stable condition.